Event description:
The pt was seriously ill and nutritionally deficient, suffering from the anasarca and sarcopenia. An ng feeding tube had been placed and enteral feeding was ordered. Jevity nutritional feeding administered by kangaroo peristaltic (roller) pump was ordered. The pump was set to deliver 80ml/hr of the product. After 5 hours, the pump recorded 460 ml had been fed. Examination of the jevity bottle showed only 100ml was absent from the container. The rigid jevity bottle was indented on the side walls which was indicative of a vacuum within the bottle. Close personal observation revealed the fluid to advance in the feeding line with compression of the tubing by the rollers. Once the compression was released, the fluid snapped back within the line. When the problem was pointed out to the attending nurse, she stated that this happened all the time and that the jevity bottle needed to be "burped" by unscrewing the lid of the container (releasing the vacuum). She stated this had to be done often several times a new bottle was started until it would flow normally. When I asked "how much do you report that the pt has received" she stated the dietary instructed her to report only the dietician values reported by the pump and ignore the volume remaining in the jevity bottle. The problem is that the weight of the solution of a full bottle. Once the ability of the rigid plastic bottle is no longer able to deform from displacement of the delivered liquid, a vacuum develops and the roller pump is unable to deliver any more fluid although it records that it has. This can only be resolved by "burping" the bottle which breaks the sterility of the solution. The pt does not receive the prescribed nutritional support as ordered by the physician. This is a similar problem to that when we used to use glass bottles to administer saline and blood. Unlike that scenario, no fatalities can occur with an ng tube placed in a hollow viscus. Because no immediate catastrophic events have occurred, this problem apparently has never been reported to the FDA or the MFR of rigid containers with solutions to be delivered by roller pump. Instead the physician is led to believe that the pt is being adequately supported nutritionally, but instead is being deprived (starved). Jevity with roller pump, hard plastic container. Dose or amount: 80ml/hr. Frequency: ml/hr. Route: oral. Dates of use: (B)(6) 2015. Reason for use: sarcopenia and anasarca. Event not abated after use stopped. Event reappeared after reintroduction.